Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2018-00124. It was reported the patient suffered a csf leak during a lead revision on (B)(6) 2017 due to ineffective stimulation (reference MFR. Report#: 3006705815-2018-00039 and 3006705815-2018-00040). A dural tear was noted and the patient was treated with a blood patch. The leads were removed and the ipg was plugged for future use.